Event description:
Caller reported that the pump battery was depleting too quickly, which led to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.